Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. Not returned.

Event description:
It was reported that surgeon did a trial for a cup and insert and seemed stable. Once it was implanted in the patient, the surgeon did not like the stability. He took out the insert and removed cup and used replacement insert to complete case.

Manufacturer narrative:
Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because limited information was provided for review.

Event description:
It was reported that surgeon did a trial for a cup and insert and seemed stable. Once it was implanted in the patient, the surgeon did not like the stability as much. He took out the insert and removed cup and used replacement insert to complete case.